Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was battery voltage of 2.57 v. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was battery voltage of 2.57 v. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that high battery impedance was noted on device performance data. The device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.